Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. The neck length was 16mm with diameters of 19-20 mm. It was reported that after implantation, after ballooning the neck and limbs, a type ia endoleak was noted on the completion angiogram. The neck was re-ballooned for a prolonged period and another endurant stent graft was implanted on the same day. After further treatment the leak was diminished on the angiogram, but still present. As per the physician, the cause of the event was anatomy related, due to a short neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary the exact cause of the proximal type ia endoleak during implant could not be determined from the pre-implant film report provided. Complete pre-implant CT¿s were not available, films during implant were not provided and the reported event could not be assessed, and post-implant films were also not available for return. Review of a returned pre-implant CT/3d film report revealed that the proximal neck measured 19mm in diameter, 16mm in length, calcified, and the infrarenal neck was severely angulated measuring ~75 deg relative to the distal aorta. The distal aorta was tight and calcified, ranging in diameter from 16 ¿ 10 ¿ 13mm, and the common iliacs were non-tortuous and calcified; bilaterally. It is possible that the patient¿s challenging neck anatomy may have been a primary contributor to the observed proximal type I endoleak. Additional information received - it was reported that only one endurant device was implanted in the patient, no additional stent graft was implanted to treat the type ia endoleak during the index procedure. If information is provided in the future, a supplemental report will be issued.